Manufacturer narrative:
Device evaluation: one portex tracheostomy sample was received in used condition without its original packaging for evaluation. The sample was visually inspected and no discrepancies were found. A leak test was performed and no leaks were found in the returned sample. Relevant documents were reviewed and deemed adequate. The cuff assembly operation and inflation line assembly were reviewed with no discrepancies. Inflation tests were audited during thirty two (32) units finding no deflated cuffs. A review of the manufacturing process was conducted and was considered adequate and correct. Based on the evidence and testing, the complaint was not confirmed. No fault was found with the returned sample. The returned device was found to function as specified.

Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that an air leakage occurred to a smiths medical portex® blue line tracheostomy tube while in use with the patient. A tracheostomy (trach) tube change out was required. There were no reported adverse patient effects.